Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient told the rep they were feeling a shocking sensation that it is painful enough to cause patient to almost fall over. Patient still feels the sensation when the implant is off, when patient moves around. Rep said shocking sensation is in the back, he didn't know specific location. Issue started 1-2 weeks ago. No known cause, although patient had shoulder surgery recently. Technical services discussed exam for potential medical issue if therapy is off and patient can still feel the shocking sensation. Reviewed use of palpation in the area over implant site. The rep was not with the patient for further troubleshooting. On (B)(6) 2019 rep stated they made sure the device was turned off and was going to see the patient in the doctor¿s office. No further complications were reported or are anticipated.